Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (date and duration not reported). The patient was also hospitalized (date not reported). Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to extrusion of the electrode lead into the external auditory canal due to infected bone wax. The patient also underwent skin revision surgery during the same surgery date. Reimplantation is planned but has not taken place at the time of this report.